Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a fault due to memory corruption which resulted in the observed error message. The cause of the memory corruption could not be ascertained.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to implant, this device was interrogated and found to be in safety mode. As a result, the device was not implanted. No adverse patient effects were reported.